Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was contrast visible in the inflation lumen. The stent implant was dislodged and was returned on the stylet partially inside the dark blue protective sheath. There was no damage noted to the stent implant. There were stent crimp marks on the balloon where the stent implant was between the markers. The balloon was loosely folded. There was a kink in the distal shaft 9.8 cm distal to the guide wire exit notch. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameters of the stent measurement met manufacturing criteria. Pin gauges were used to measure the inner diameter of the protective sheath, and this met manufacturing criteria. Product performance engineering reviewed the incident information and results of the returned device analysis. The analysis of the returned device did not find the stent implant dislodged from the balloon on the stylet partially inside the protective sheath, which is consistent with the reported dislodgement outside the body. Presence of contrast in the inflation lumen with the balloon loosely folded suggests that the device was prepped for use and likely inflated or had some positive pressure applied. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheat removal, incorrect sheath sizing or improper or inadequate crimping at the time of manufacture. Analysis of the returned device indicates the presence of crimp marks on the balloon that were between the markers of the loosely folded balloon. This suggests that the stent implant was at least crimped onto the balloon at the time of manufacturing. The loosely folded balloon could be the result of positive pressure being applied prior to use. If positive pressure was applied to the system during preparation, this may contribute to stent dislodgement during the removal of the protective sheath. The inner diameter of the returned protective sheath was found to be within specification. The over-sized outer diameters (proximal and middle) of the stent implant noted during analysis suggest that the stent slightly expanded during travel over the balloon as it dislodged, as would be expected. The noted kink in the shaft distal to the guide wire exit notch was not reported in the incident information and may have occurred during the packing of the device for shipment back to abbot vascular. This damage does not appear to be related to or to have contributed to the reported complaint of stent dislodgment. Based on the incident information and results of the analysis of the returned device, a conclusive root cause for the reported stent dislodgement cannot be determined. However, there is no indication of a quality issue. A review of the lot history record did not reveal any non-conforming material reports. As a conclusive root cause could not be determined, and there is no indication of a quality issue, no corrective action will be implemented in this case. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the 5.0 x 28 mm ultra stent dislodged prior to use. The stent was found on the table. The device was not used. There were no patient effects. No additional event or patient information is available.